Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The central processing unit board and compact flash card were replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit would intermittently go into a system failure, requiring a reboot of the machine. There was no reported patient injury.